Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 states that rv lead was dislodged and was scheduled to be revised on the same day. The physician was dr. (B)(6) at carolinas medical center. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).